Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician degreased the hi/low drive brake and replaced the broken hi/low motor disc to repair the bed.